Event description:
Customer reported, fluid coming out of port. There was no adverse pt effect. No additional info was available.

Manufacturer narrative:
(B)(4). Pt info requested. (Exp date): between 09/01/2012 and 10/01/2012. MFR date: between 09/29/2009 and 10/03/2009. Product evaluated and customer's experience of leaking from port was confirmed. A pin hole was noted on top of the second smartsite valve, consistent with a needle puncture. Although the root cause of the pinhole could not be determined, this type of damage has been noted to be due to puncture of the valve with a needle. This valve is not designed to accept a sharp tip needle and will leak if a needle is used to access it. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build of this set model number.